Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the setscrew anomaly was caused by medical adhesive contamination.

Event description:
It was reported that during implant, the pulse generator setscrew could not be tightened. The device was not used, and was replaced.